Event description:
It was reported that the ilet user experienced frequent hyperglycemia and frequent supply changes and later disclosed attaching the infusion set connector to the cartridge before inserting it into the pump, which can impair insulin delivery. Symptoms included hyperglycemia reaching 217 mg/dl. Outcomes included the need for troubleshooting and user education, with no alerts or alarms and no hospitalization. Investigation included customer interview, review of use practices, and troubleshooting education. Investigation of this case revealed an infusion set connection issue due to incorrect setup, consistent with an infusion set connector attached incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.